Manufacturer narrative:
Touchscreen issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen and unresponsive on an incomplete bolus alert. During troubleshooting with tandem technical support, it was reported that the wake button stopped functioning. It was confirmed that the pump still turns on when plugged into a power source, however, customer is unable to navigate through the pump due to the unresponsive touchscreen. Customer's blood glucose levels were not impacted. Reportedly, customer will contact his health care professional for a back up therapy for continued insulin therapy.